Event description:
One touch profile meter was reading inaccurately erratic. They provided results such as 140 mg/dl, 83 mg/dl, and 120 mg/dl, all performed within 10 minutes of each other. However, this comparison is invalid since during troubleshooting, it was discovered that the test strips were expired and the meter was not cleaned according to the owner's manual. The pt had also reported that the meter's display was fading. A replacement meter was sent to the pt. This case is reported as a meter malfunction due to the fading display. There is no further clinical information provided.